Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the both plunger cases were cracked the bottom case was cracked by the l bracket, the plunger head was cracked by all the screws, the screw boss on the left plunger case was cracked, and had visible contamination. A review of the event history log identified force sensor bridge test error. During functional testing the force sensor bridge test error was duplicated upon start up. The root cause of the problem was the customer's physical damage to the device. Replaced right and left plunger cases, re-calibrated force sensor and device passed all the functional test. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor bridge test failure. No patient injury was reported.